Event description:
During the atrial fibrillation procedure, a blood leak was noted. The introducer was exchanged and there were no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.